Event description:
During the af procedure, it was noted that blood leaked from the hemostasis valve after transseptal puncture was performed. The device was replaced, and the procedure was completed with no adverse consequences to the patient.